Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels in (B)(6) 2015. The customer's blood glucose was 29 mg/dl, which she treated with food. She was volunteering at the hospital and was about to eat lunch when once of the nurses noticed that something was wrong. She was transported to the hospital via ambulance. She stated that she was given an intravenous drip but was not admitted. The customer had high blood glucose at the time of the call as well, with blood glucose at 495 mg/dl. She was advised that the insulin pump was set up to automatically give her insulin when required, and she treated with 4 units of insulin. She was unable to complete the troubleshoot procedure and stated that she would call back in order to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.